Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture. During the visual evaluation, an anomaly on posterior view was observed on the device consistent with a crease/fold. A tear on anterior expanding to posterior view, measuring approximately 8.0 cm was also observed within the crease/fold. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this 5559137 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture and capsular contracture complaint information are consistently analyzed and monitored by quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: right breast capsular contracture, right breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 300cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s right breast prosthesis was reported. In addition, the patient developed baker grade iii capsular contracture in her right breast. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 450cc gel breast prostheses on (B)(6) 2020.